Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was using a third-party wall adapter instead of the tandem wall adapter, and technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would start charging. Customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.